Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During deployment of a mitraclip, there was difficulty retracting the delivery catheter (dc) handle. After the retraction of the actuator knob and the gripper levers, clip separation from the dc handle could not be confirmed. Troubleshooting by retracting the actuator knob an additional 0.5 cm was initially unsuccessful, however, eventually after small movements of the steerable guide catheter (sgc) and the stabilizer, the clip separated from the dc handle. The clip was implanted successfully. An additional clip was implanted. The final mr was grade 1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported difficult or delayed clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.